Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: multiple por events were observed in black box. The pump was returned with cracks in the battery compartment along the side and from bottom traveling to bumper. No evidence of physical damage on the battery compartment threads. Battery cap was not returned- unable to test. Test battery cap was able to secure for testing. Pump exercised for 24 hours with no loss of power occurring. The bolus button is inoperable and the button cover is torn. Removed cover- slug was found to be missing. A crack in the u-groove was also observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power. During a review of the issue, the reporter indicated that the pump battery compartment was cracked. There was no indication of moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.